Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this lead's allegation was confirmed. The conductor has come through the insulation. Due to the location and type of damage this is consistent with lead-on-lead interaction within the heart, coupled with movement. However, lead-on-heart valve interaction cannot be ruled out.

Event description:
Boston scientific received information that this lead's conductor came through the insulation. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead's conductor came through the insulation. This lead was explanted. No additional adverse patient effects were reported.